Event description:
The physician experienced an issue during the removal of an emboshield filter. The physician attempted to remove the emboshield filter through a guidant acculent stent but it became caught on the stent. The physician was able to get the filter out but the filter jacket tore off and remained in the patient. He also tried to recross the lesion with another wire to snare it but the wire of not cross. At this point, it became a surgical procedure to retrieve the jacket part. All of the filter parts were successfully removed and the patient is now reported to be fine.